Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised over a year ago due to infection and cement molds were implanted. Patient underwent a second revision on (B)(6) 2013. The cement molds were removed and replaced with a mclaughlin cup, freedom head and liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.